Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt's lead incision sites started bleeding after the permanent procedure. Subsequently, the physician removed the scs leads. Follow-up identified the pt is doing "much better" and the bleeding issue has resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.